Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, upon inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 7.0/60/135mm sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded, and there was blood in the balloon, inner lumen shaft, outer lumen and hub. The tip, balloon, markerbands, proximal bond, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 17mm in length. Inspection of the remaining device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, upon inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 7.0/60/135mm sterling balloon catheter. No patient complications were reported.